Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed hives on her back underneath the therapy electrodes. Patient is allergic to metals. The patient's doctor prescribed cortisone cream. The irritation improved after using the prescribed cortisone cream.